Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. The overall occurrence rate for the incidents where tipping of the maxi move was reported is currently slightly decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported to arjohuntleigh that during resident transfer to bed using the maxi move passive floor lift it tilted onto its side and dug into caregiver's shin. No serious injury to caregiver, neither resident reported. The caregiver denied the need to go to the emergency department or have treatment. The provided information suggests that the maxi move lift was involved with reportable incident - tipping of the device. Based on previous investigations, the following factors are considered to be the possible causes for lift tipping: applying the chassis brakes while attempting to move the device, using other than maneuvering handle parts of the device to move it, for example the mast, the jib, the spreader bar or the patient, pushing the device directly on the obstructions on the floor, pushing or pulling the device sideways instead of the front direction, malfunctions of the lift or the sling. During inspection of the involved device, it has come forward no malfunction that could have caused or contributed to its tipping was found. For the investigated incident, is very likely that caregivers were forcing the chassis legs of the device under bed and probably applying its brakes. It was found deep scrapes on the top of the legs - they might have stuck underneath the bed frame. - this is not allowed according to the device labeling when positioning the resident as it disrupts the center of gravity of the device. The maxi move instruction for user (rev. 12) provided to customers with devices warns and informs the user: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." (P. 5) "when opening or closing the legs on a powered chassis, care must be taken not to allow anything to stand in the way of the chassis' moving legs. For example, pay special attention when the legs are operated around chair or in doorways". (P. 16) "caution: the chassis rear castors have brakes which can be foot-operated when required (see fig. 13). Do not apply the chassis brakes at this stage, as the position of the patient will adjust to the center of gravity of the lift while the patient is being raised." (P. 18) "warning: do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift. (P. 19) "before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs." (P. 19) "using the adjustable width chassis, it is possible to make adjustments to the chassis leg width to assist with maneuverability around obstructions, such as bed legs or castors." (P. 20) the cited extract from the instruction for use ensures that usage of the maxi move lift in accordance to the guidelines provided by the manufacturer will not cause or contribute to its tipping. The information provided by the facility is in line with our analysis - they stated initially that they did their own test and determined that the tipping of the lift was probably user error. Please note also that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. From the gathered information it can be pointed out that the most likely root cause of the problem is related to the customer misuse. No fault was found with the involved device that might have caused or contributed to this event. This indication leads to the conclusion that the incident was caused by user error. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - device tipping. There was no device deficiency found that could have caused or contributed to its tipping and from that perspective the device was up to its specification at the time of the incident.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware of customer complaint - as reported, during resident transfer to bed using the maxi move passive floor lift it tilted onto its side and dug into caregiver's shin. No serious injury to caregiver, neither resident reported. The caregiver denied the need to go to the emergency department or have treatment.